Event description:
Previously reported as explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The physician was unable to pass a new lead through the svc due to the trauma after explant of the old lead. Therefore the right 4th intercostal space was opened and multiple trans atrial lead positioned. Explant method: intravascular, superior. Technique/tools: sheath(s), laser, complications listed above.